Manufacturer narrative:
Interrogation of the returned device revealed the pump had been programmed to deliver 338.8 mcg/ml of fentanyl and 27.1 mg/ml of bupivacaine at 95.03 mcg/day and 7.601 mg/day, respectively, via simple continuous infusion mode. Evaluation of implantable pump serial (B)(4) revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal fentanyl with a concentration of ¿338.8 mcg¿ and a dose of ¿95 mcg¿ and bupivacaine with a concentration of ¿27.1 mg¿ at a dose of ¿7.6 mg¿ via an implantable pump for spinal pain. It was reported the patient experienced withdrawal symptoms and heard the critical alarm ¿over [the] weekend¿ (from (B)(6) 2017). The manufacturing representative noted that they (plural) did not know about it until the day of surgery. Motor stall was noted. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. A small bolus was done by the physician with no effect. The pump was replaced and was going to be returned to the device manufacturer. The issue was resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. The patient¿s weight was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the manufacturing representative estimated the patient to weigh (B)(6) pounds. It was noted that the patient was a fit individual.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.